Manufacturer narrative:
Complaint conclusion: during the use of a 4 x 40 mm 155 cm saber rx balloon catheter (bc), it was reported that the balloon catheter was delivered to the lesion for inflation. However, it ruptured. The balloon catheter was removed intact from the patient. It was unknown how the procedure was completed, but it was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The device was not returned for analysis. A device history record (DHR) review of lot 17564792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During the use of a saber rx balloon catheter (4 mm 4 cm 155), it was reported that the balloon catheter was delivered to the lesion for inflation. However, it ruptured. The balloon catheter was removed intact from the patient. It was unknown how the procedure was completed, bit it was completed successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. The target lesion was the superficial femoral artery (sfa). The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown.